Event description:
It was reported that the device was used during a pneumonectomy. It was reported by the rep that the tl30 was used to staple across the right main stem bronchus. The first assistant stated that she always makes sure the retaining pin is lined up and properly in place. She also knows to make sure the instrument is in the "range of closure". The surgeon fired the instrument, cut the bronchus and opened the instrument. They report that no staples were present and the bronchus was wide open. The first assistant said the bronchus was normal tissue. They hand sutured the bronchus closed with prolene sutures. She also stated she tried to fire the instrument after the case and it partially fired the top portion of staples only. There was no consequence to the pt.